Event description:
Caller reports making nose bleed with qv otc swab. States collected as per instruction. Primarily called to report could not remove lid of test vials for qv otc. Tss confirmed that caller is ok, and that main reason for call was tight vial lids.

Manufacturer narrative:
Subject: caller reports making nose bleed with qv otc swab. States collected as per instruction. Primarily called to report could not remove lid of test vials for qv otc. Tss confirmed that caller is ok, and that main reason for call was tight vial lids. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: cnd w/ retains.